Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first two needles broke and the suture material was separated from needles when they opened the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.